Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: where was the issue found ? Distributor. Were any of the products used on patient? No.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional evaluation summary ¿ the actual sample was returned for evaluation. Upon visual inspection, it was found that the expiry date is missing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the issue found ( customer / jnj facility/ distributor)?

Event description:
It was reported that the lot number and expiry date can¿t be found on the topical skin adhesive. No adverse patient consequence reported. Additional information has been requested.